Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trail lvad. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while at home, the patient experienced yellow wrench alarms and that the power limit advisory was triggered, while the patient was lying down in bed. The patient was hospitalized, and it was determined that the pump was approaching end of life. The patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console. A descision was made to replace the lvad with the manufacturer's clinical trial lvad.